Event description:
It was reported that medical records provided indicate patient with history of colovaginal fistula and diverticulitis underwent colostomy takedown. Operative note provided states an ¿eea stapler¿ was used without difficulty and removed; however, leak test failed and inspection of the anastomosis revealed ¿1 full side, the right side did not receive staples and was not connected.¿ attempts with suture failed and the entire anastomosis was taken down and 3-0 vicryl was used to create an anastomosis between the rectal remnant and the posterior edge of the descending colon. Operative note states there was not enough room for lembert sutures and although a leak test was negative, it was felt the anastomosis should be protected with an ileostomy. Two months later, another attempt to repair the fistula was undertaken and operative note states that due to previous diverticular attacks, ¿the bladder vaginal cuff and rectum were adhesed together in one conglomerate mass¿ requiring anastomotic takedown and vaginal cuff resection to repair the colovaginal fistula. Anastomosis was completed with a ¿28 eea¿ stapler without difficulty and leak test was negative; however, surgeon elected to leave ileostomy in place due to the ongoing fistula. During this procedure, a ureteral injury occurred and repair was attempted; however, patient was transferred to a different facility for ureteral implant. Ileostomy was successfully reversed four months later and a side-to-side functional end-to-end anastomosis was successfully created.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2020 (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Medical records received and attached: (B)(6) 2021 op-note ileostomy reversal; (B)(6) 2020 op-report ;(B)(6) 2020 op-note fistula repair resection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.